Manufacturer narrative:
A impl tapered scr-v sbm 6m m 5.7mm 10mm (tsv6b10) was returned for investigation. Visual inspection of the as returned product identified a fracture at the collar. There was presence of bone residue around the external threads. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per that could cause or contribute to the reported event. The reported device was located on tooth # 19 and was used for approximately 15 years, 2 months. Pictures or x-ray images were not provided. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review was performed for the reported lot number (0306832) for similar event and no other complaint was identified. August post market trending was reviewed and there were no negative trends or corrective actions for the reported event fracture and device (tsv6b10). Therefore, based on the available information, device malfunction had occurred and the reported event was confirmed. A definitive cause could not be identified.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided. Patient weight: not provided. Additional PMA/510(k) number: k011028, k013227.

Event description:
It was reported an implant (tsv6b10) fracture. Fractured implant was removed at tooth location 19.